Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of bilateral knee patient 7 or 8 years post-implantation due to an alleged issue with the locking mechanism that caused metal on metal wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the reported polyethylene wear. However, not enough information was provided to determine the underlying cause of the wear.

Event description:
Index surgery: (B)(6) 2007. Revision of right knee due to polyethylene wear.